Event description:
The event involved a tego¿ connector where it was reported upon disconnection and removal of the line on the venous branch of the catheter, which was connected to a tego cap due to the absence of a venous clamp, there was a leak from the valve of the tego cap and the valve abnormally bulged at the same time. The venous line was clamped immediately, then a sterile clamp was used to place a new tego cap. The tego valve was place on (B)(6) 2025 and it was withdrew on (B)(6) 2025. The tego cap has been replaced 2 days earlier during a weekly change. The used disinfectant was alcohol and the products used in the circuit: sodium heparin, aranesp 20mg. There was no blood loss, the patient was stable, and there was no delay in treatment.

Manufacturer narrative:
The device is available for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg: 17 jul 2025 investigation summary received one (1) used d1000 tego connector for inspection. The seal was domed as received. There was seal tearing present on the tego. The tego was leak tested per product specifications. There was leakage in the inactivated state. The tego was disassembled and examined for adhesive. There was little to no adhesive present. The reported complaint of the domed tego and subsequent leakage can be confirmed. The probable cause for the is due to an inconsistent application of adhesive and/or lubricant during assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.